Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained at home after the treatment. There is no information to suggest that the patient sustained a serious injury. The patient remains in the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacturer date and usage of device: monitor (B)(4) - reuse; electrode belt (B)(4): 10/2009 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillaton safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation. Motion artifact contributed to four false detections. The patient was at home sleeping at the time of the event. There were no reported witnesses of the event. The response buttons were not pressed during the entire event. The patient remains at home and wearing the lifevest.